Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, while doctor was advancing the lens for implantation, it was noticed that the lens was stuck in cartridge and would not advance. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received; the issue was noticed during priming and there was no patient contact. In the surgeon opinion the cause of the event was possible loading error and surgery was completed on the same day.